Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure; the jaws of the 8mm medium-large clip applier instrument were misaligned and would not clip. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
The 8mm medium-large clip applier instrument was analyzed and found to with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The common causes of the failure mode severely bent grip tips are attributed to damage during either use or reprocessing as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The instrument loaded the clips, but when the surgeon went to fire the clip, the clip would not come off the jaws. Re-attempted with a new clip and the instrument still failed. The large hem-o-lok clips were used. The vessel bundle was not greater than the suggested diameter. The subject clip applier was in its first application when the issue occurred. Another clip applier was used. There are no photos or videos of the event. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.